Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found within specification in relation to the reported upstream occlusion which was not reproduced. Upstream occlusion alarms were verified through a review of the event history log. Evaluation had the device performed upstream occlusion testing with a primed line. The device passed the manufacturing specification. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion alarm. The problem was found in the pediatrics department. There was no patient involvement. No additional information is available.